Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease. It was reported the patient had high impedances found on (B)(6) 2018 and a return of symptoms/change in therapy/therapy not working around the same time. The caller stated the patient could not move since late (B)(6) 2018 and the deep brain stimulation therapy was not providing treatment to the patient. No troubleshooting was done and the caller was not with the patient at the time of the call to do troubleshooting. No known event or activity prompted the issue. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3389s-40, lot# va0shxj, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that a broken or disconnected lead was discovered. It was stated that patient went in to the health care professional (hcp)'s appointment and they found high impedances. Patient then got x-rays and they confirmed the lead was broken. It was reported that patient complained that the wire was irritating them and that there was a hard area that their glasses would sit on behind the patient's ear and felt the wire was pulling when they turn the head. It was reported that before the patient was able to rub the area and kind of smooth it out but was not able to do that anymore. It was also noted that the patient could see the lead wire clearly running down the neck and in the chest area, further mentioning that the patient's cousin also had an implanted device and you could not even tell that there was a wire. It was stated that it was not red near the lead but patient had been complaining about it irritating them ever since they first got it. It was unknown if the patient had rubbed the lead or something to irritate it. Patient reported that they felt a chocking sensation, like someone was squeezing where the lead wire comes down. The caller was calling to find out what the impact of the patient was having the broken lead was and if it was ok in the body when it was not working, and if it was needed to be turned off. The requested information was reviewed, and it was also noted for the caller that it would depend on where the break in the lead was, also regarding the patient potential using therapy was a medical decision. It was reviewed that the decision to turn therapy off/leave it on was a medical decision, and the patient stated the nurse told them therapy was turned off or disconnected on (B)(6) 2018. Patient was to follow up with the hcp. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported no actions/interventions were taken to resolve the issue. It was reported the high impedances and broken lead had not been resolved. It was turned off at the time of the report.